Manufacturer narrative:
(B)(4) needle detachment.

Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure using a capio open access suture capturing device with a capio suture, when the physician attempted to deploy the suture into the patient's ligament, the needle detached from the suture and was caught inside the capio cage and could not be removed. The physician completed the procedure with another capio open access suture capturing device and another suture. There were no complications to the patient, who was fine at the conclusion of the procedure.